Event description:
Medical doctor had just finished using the endowrist long bipolar grasper and noted that the long bipolar had a wire sticking out between the graspers. It was a cable failure. The endowrist long bipolar grasper with wire sticking out was removed from sterile field, and a new one placed on the sterile field. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Has been reported to intuitive and the sample has been returned. Awaiting investigation.